Event description:
On 11/01/2010, father reported pt becomes ill and was hospitalized for a virus. Blood glucose elevated to 1300 mg/dl. Pt was taken to the hospital on (B)(6) 2010 and was released on (B)(6) 2010. Pt was placed on an insulin drip to reduce his blood glucose levels and an IV for illness. After discharge, pt restarted infusion device and blood glucose returned to normal. Father could not provide target blood glucose or additional details surrounding event. Multiple attempts were made to reach pt and these were unsuccessful. Infusion device was replaced and requested for eval.